Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt had arrived to clinic with complaints of fever and severe neck and upper back pain. The bad numbers at the time were stable, except for the flow reading, which was new for the pt. Pt became septic overnight, experienced low flow alarms and sent into cardiogenic shock with low output, liver chock and acute kidney injury (ak) requiring intubation and inotrope support. Heparin had been initiated; international normalized ratio (inr) had been therapeutic at 2.2 and acetylsalicylic acid (asa) 325. Pt had a vad / ramp echo that showed enlarged left ventricular end-diastolic diameter (lvedd), severe mitral regurgitation (mr) atrioventricular (av) opening each beat at every speed. The pt had pulsatile flow, liver was recovering, kidneys were not. Pt then experienced significant hemoptysis, and the pt coded. The hospital decided to place pt on comfort measures. Pt expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.